Event description:
It was reported that the right ventricular pacing impedance had varying and high impedance. A lead fracture was suspected. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pacing measurement log data show various spike increases for max v.pace= 360 to 2816 ohms peak between (B)(4) 2010 and (B)(4) 2011.